Event description:
Pt had generator wire pain resulting in pacemaker wire and generator removal. Both wires and pacemaker were removed without complications. The pacemaker generator and both wires were perfectly functioning and not malformed or defective in any way.